Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("during intervention on (B)(6) 2017, the implant broke and 2 little fragments stayed in place"), complication of device removal ("during intervention on (B)(6) 2017, the implant broke and 2 little fragments stayed in place"), pain ("bruise body because of pains") and gait disturbance ("limping") in a 47-year-old female patient who had essure (batch no. 20217137, 50512911) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal (seriousness criteria medically significant and intervention required), 7 years 1 month after insertion of essure. On an unknown date, the patient experienced pain (seriousness criterion medically significant), gait disturbance (seriousness criterion medically significant), contusion ("bruise body because of pains"), myalgia ("muscular pains"), arthralgia ("joint pains"), endometriosis ("endometriosis"), tendonitis ("tendonitis"), migraine ("migraines") and fibromyalgia ("fibromyalgia") and was found to have fibroma ("fibromas"). The patient was treated with surgery (total hysterectomy by vaginal way after salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, complication of device removal, pain, gait disturbance, contusion, myalgia, arthralgia, fibroma, endometriosis, tendonitis and migraine outcome was unknown and the fibromyalgia was resolving. The reporter provided no causality assessment for arthralgia, complication of device removal, contusion, device breakage, endometriosis, fibroma, gait disturbance, migraine, myalgia, pain and tendonitis with essure. The reporter considered fibromyalgia to be related to essure. The reporter commented: at insertion there were 4 trailing coils on right and 4 trailing coils on left. During intervention on (B)(6) 2017, the implant broke and 2 little fragments stayed in place. On (B)(6) 2017, there was conservative total hysterectomy by vaginal way after salpingectomy because 2 fragments were still in place. The removal was performed in 2 different intervention on (B)(6) 2017 and (B)(6) 2017. Lot number: 50512911, manufacture date: apr-2010, expiration date: apr-2013. Lot number: 20217137, manufacture date: sep-2009, expiration date: sep-2012. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: event fibromyalgia added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 26-oct-2017. The most recent information was received on 15-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("during intervention on (B)(6) 2017, the implant broke and 2 little fragments stayed in place") and pain ("bruise body because of pains") in a 47-year-old female patient who had essure (batch no. 20217137, 50512911) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("during intervention on (B)(6) 2017, the implant broke and 2 little fragments stayed in place"), 7 years 1 month after insertion of essure. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), gait disturbance ("limping"), contusion ("bruise body because of pains"), myalgia ("muscular pains"), arthralgia ("joint pains"), endometriosis ("endometriosis"), tendonitis ("tendonitis"), migraine ("migraines") and fibromyalgia ("fibromyalgia") and was found to have fibroma ("fibromas"). The patient was treated with surgery (salpingectomy for essure removal and total hysterectomy by vaginal way after salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pain, complication of device removal, gait disturbance, contusion, myalgia, arthralgia, fibroma, endometriosis, tendonitis and migraine outcome was unknown and the fibromyalgia was resolving. The reporter provided no causality assessment for arthralgia, complication of device removal, contusion, device breakage, endometriosis, fibroma, gait disturbance, migraine, myalgia, pain and tendonitis with essure. The reporter considered fibromyalgia to be related to essure. The reporter commented: at insertion there were 4 trailing coils on right and 4 trailing coils on left. During intervention on (B)(6) 2017, the implant broke and 2 little fragments stayed in place. On (B)(6) 2017, there was conservative total hysterectomy by vaginal way after salpingectomy because 2 fragments were still in place. The removal was performed in 2 different interventions on (B)(6) 2017 and (B)(6) 2017. Lot number: 50512911, manufacture date: apr-2010, expiration date: apr-2013. Lot number: 20217137, manufacture date: sep-2009, expiration date: sep-2012. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 15-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-oct-2017. The most recent information was received on 31-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("during intervention on (B)(6) 2017, the implant broke and 2 little fragments stayed in place"), complication of device removal ("during intervention on (B)(6) 2017, the implant broke and 2 little fragments stayed in place"), pain ("bruise body because of pains") and gait disturbance ("limping") in a (B)(6) -year-old female patient who had essure (batch no. 20217137, 50512911) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal (seriousness criteria medically significant and intervention required), 7 years 1 month after insertion of essure. On an unknown date, the patient experienced pain (seriousness criterion medically significant), gait disturbance (seriousness criterion medically significant), contusion ("bruise body because of pains"), myalgia ("muscular pains"), arthralgia ("joint pains"), endometriosis ("endometriosis"), tendonitis ("tendonitis") and migraine ("migraines") and was found to have fibroma ("fibromas"). The patient was treated with surgery (total hysterectomy by vaginal way after salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, complication of device removal, pain, gait disturbance, contusion, myalgia, arthralgia, fibroma, endometriosis, tendonitis and migraine outcome was unknown. The reporter provided no causality assessment for arthralgia, complication of device removal, contusion, device breakage, endometriosis, fibroma, gait disturbance, migraine, myalgia, pain and tendonitis with essure. The reporter commented: during intervention on (B)(6) 2017, the implant broke and 2 little fragments stayed in place. On (B)(6) 2017, there was conservative total hysterectomy by vaginal way after salpingectomy because 2 fragments were still in place. The removal was performed in 2 different intervention on (B)(6) 2017 and (B)(6) 2017. Lot number: 50512911, manufacture date: apr-2010, expiration date: apr-2013. Lot number: 20217137, manufacture date: sep-2009, expiration date: sep-2012. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 31-jan-2019: reporter added - case is potential legal. Date of birth, stop date and event during intervention on (B)(6) 2017, the implant broke and 2 little fragments stayed in place added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.